Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system. The device was microscopically and visually examined. There was blood in the device. The dilator was in the sheath and snapped in. There was a kink 16.5cm from the distal end of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After a combined total of 3 partial and full recaptures, the was sheath tube was found to be kinked. The procedure was not completed as the patient's laa was deemed to be too small to properly deploy the device. No patient complications were noted.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After a combined total of 3 partial and full recaptures, the was sheath tube was found to be kinked. The procedure was not completed as the patient's laa was deemed to be too small to properly deploy the device. No patient complications were noted.